Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that error codes e71 (no breath signal from patient triggering module) and e90 (abnormal hardware, software or watchdog reset) occurred. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a sipap ventilator, and evaluated the device. An evaluation of the device confirmed the reported issue and isolated the issue to liquid entering into the sipap (onto the main board) and most likely causing a short, affecting patient trigger circuitry. The vyaire factory service center repaired the ventilator and the unit meets manufacturer's specifications.